Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy procedure, the device remained closed on the tissue. The clamp got stuck on the stomach and damaged the tissues because the surgeon had to force it out. Waiting for more information. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 1/3/2017. Type of reportable event: updated to not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: when the device was forced out, did the jaws open? Yes. How was the tissue damage repaired? It was not necessary to repair the tissue. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.